Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported " rupture" via "ultrasound". Also reported "breast seemed different and she wanted to have them checked. She is thinking with her age and the age of the implant she just like to have her implants removed". This record is for the "right" side. The device remains implanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of rupture and anxiety - product/ procedure was received on jul 15, 2025, with lot number 1844588. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken device assessed as fold flaw opening and missing assessed as inconclusive. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Hole observed intraoperatively.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d4, d6b., h4, h.6.

Event description:
The device has been explanted.